Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.